Event description:
One patient sample with discrepant alk phos results. Initial result gave 541.3 u/l; repeated twice giving 86.9 and 89.0 u/l. No adverse events reported in association with the incorrect results. The investigational unit did not verify the customer complaint. Patient sample and required information was not provided for further evaluation. The elevated results were not reproducible. Therefore, an issue with the analyzer or reagent is not indicated.